Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for small bowel obstruction and to remove the device. During this surgery, patient's physicians discovered that the product had adhered to patient's intestines, causing an obstruction to form. This obstruction caused a leakage of waste into patient's peritoneal cavity, which subsequently resulted in patient going into septic shock and having to be transported to the emergency room. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. To date no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent an umbilical hernia repair procedure to introduce a bard ventrio st to patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2015: the patient underwent a subsequent surgery to remove the bard ventrio st due to a small bowel obstruction. During this surgery, patient's physicians discovered that the product had adhered to patient's intestines, causing an obstruction to form. This obstruction caused a leakage of waste into patient's peritoneal cavity, which subsequently resulted in patient going into septic shock and having to be transported to the emergency room. The attorney alleges the patient experienced a small bowel adhered to mesh, causing a highgrade small bowel obstruction. In addition, patient has experienced severe abdominal pain, nausea, and vomiting. The patient has suffered permanent injuries. The patient has also endured and continues to suffer the mental anguish and psychological trauma of living with these defective products implanted in his body. Patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent an umbilical hernia repair procedure to introduce a bard ventrio st to patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2015: the patient underwent a subsequent surgery to remove the bard ventrio st due to a small bowel obstruction. During this surgery, patient's physicians discovered that the product had adhered to patient's intestines, causing an obstruction to form. This obstruction caused a leakage of waste into patient's peritoneal cavity, which subsequently resulted in patient going into septic shock and having to be transported to the emergency room. The attorney alleges the patient experienced a small bowel adhered to mesh, causing a highgrade small bowel obstruction. In addition, patient has experienced severe abdominal pain, nausea, and vomiting. The patient has suffered permanent injuries. The patient has also endured and continues to suffer the mental anguish and psychological trauma of living with these defective products implanted in his body. Patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct expiration date for the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the patient's dob. Updated fields: age or date of birth, MFR site, PMA/510k, if follow-up, what type.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent an umbilical hernia repair procedure to introduce a bard ventrio st to patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6)2015: the patient underwent a subsequent surgery to remove the bard ventrio st due to a small bowel obstruction. During this surgery, patient's physicians discovered that the product had adhered to patient's intestines, causing an obstruction to form. This obstruction caused a leakage of waste into patient's peritoneal cavity, which subsequently resulted in patient going into septic shock and having to be transported to the emergency room. The attorney alleges the patient experienced a small bowel adhered to mesh, causing a highgrade small bowel obstruction. In addition, patient has experienced severe abdominal pain, nausea, and vomiting. The patient has suffered permanent injuries. The patient has also endured and continues to suffer the mental anguish and psychological trauma of living with these defective products implanted in his body. Patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish.